Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video adapter with beam splitter units were assembled, but the connecting section was stuck, electric contact of the video connector was corroded, and the camera cable was loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video image malfunction due to the video adapter with beam splitter units were assembled, but the connecting section was stuck. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image malfunction at service / maintenance. There were no reports of patient involvement.